Event description:
It was reported that there was double counting of p waves on the right atrial (ra) lead, and there was mode switching as a result. It was noted that the patient has had a heart transplant and it is believed that the double counting of p waves has to do with parts of the donor¿s heart being used during the procedure. It is believed that both sinoatrial (sa) nodes would be firing at the same time, however, reprogramming was done to mask whichever sa node was not needed for the patient's well being. The lead is still in use. No patient complications have been reported as a result of this event..

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071, implantable pacing lead, (B)(6) 2012. (B)(4).